Manufacturer narrative:
Intuvie received a report indicating that the ¿infusion did not run correctly. The pump was programmed to run taxol for an hour. When the pump beeped that the infusion was completed, the pump said that the entire volume had infused however there was still over half of the fluid in the bag¿. A review of the device¿s serial number history revealed no similar complaints. The failure mode was confirmed, and the probable cause remains undetermined. This investigation is ongoing. CAPA- zm2023-08 was initiated to investigate the root cause for this failure mode. Reference to complaint # (B)(4).

Event description:
Intuvie received a report indicating that the ¿infusion did not run correctly. The pump was programmed to run taxol for an hour. When the pump beeped that the infusion was completed, the pump said that the entire volume had infused however there was still over half of the fluid in the bag¿. No patient harm was reported.